Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The sample was returned to the manufacturer for inspection/evaluation. Therefore, the investigation is confirmed for the reported balloon rupture, detachment and retraction problem. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model us35130510 pta balloon dilatation catheter allegedly experienced retraction problem, material rupture and detachment of device. The information was received from a single source. One patient was involved with no reported patient injury. A (B)(6) female patient's weight was not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation was confirmed for hub detachment, retraction issue as the device was returned stuck in the sheath and inconclusive for the balloon rupture. Based on the available information, the definitive root cause for this malfunction was unknown. The device was labeled for single use. H10: g4. H11: g7, h2, h6 (results). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model us35130510 pta balloon dilatation catheter allegedly experienced retraction problem, material rupture and detachment of device. The information was received from a single source. One patient was involved with no reported patient injury. A 60 years old female patient's weight was not provided.